Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: "was surgeon ever able to open the device jaws? No information. No further information will be provided."

Event description:
It was reported that during an unknown procedure, the jaws did not open after the device was fired several times. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p91n71. Device analysis: the analysis results found that the mcs20 device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was cycled and it fed and formed 2 clips as intended. In the next actuations, no clips were fed into the jaws even though the device was being actuated in several occasions. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, 2 clips were found jammed inside the clip track causing the feeding issues and 4 clips were found inside clip track. No conclusion could be reached as to what may have caused the clips jamming. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.